Event description:
It was reported that during routine examination, 10 ml of saline was injected into the balloon of the foley catheter, and the drainage of urine was good. The catheter could not be removed the next day. After that, the balloon of the foley catheter was punctured by a holmium laser. The saline drained out, and the urinary catheter was removed successfully and completely. Hx: the patient underwent urinary catheterization after ureteral calculi surgery to draw out urine. As per follow up information received on 11 aug 2022, there was no patient impacts. The user used saline.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that during routine examination, 10ml of saline was injected into the balloon of the foley catheter, and the drainage of urine was good. The catheter could not be removed the next day. After that, the balloon of the foley catheter was punctured by a holmium laser. The saline drained out, and the urinary catheter was removed successfully and completely. As per follow up information received on 11aug2022, there was no patient impacts. The user used saline.

Manufacturer narrative:
The reported event was confirmed as use related. The failure was caused by the misuse of the product. The root cause of this failure was saline water usage which can crystallize and block the inflation lumen. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.